Manufacturer narrative:
Additional narrative: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Jun 07, 2017: legal medical records received. After review of the medical records for MDR reportability, it was stated that the patient was revised to address failure of right tha with fibrosis and synovitis. Revision operative note stated that there was a large amount of turbid fluid exuding from the hip and the entire synovium of the hip was thoroughly inflamed and discolored. There was also a large amount of corrosion of the femoral trunnion noted but no actual damage to it and no signs of acute inflammation with less than 10 neutrophils per high-power field in all specimens. Laboratory values for cobalt and chromium were provided and were above 7 ppb. Pathology report showed fibrous scarring, necrosis, chronic lymphocytic inflammation and foreign body type histiocytic cell reaction to prosthetic material. Patient underwent I&d of the right tha on (B)(6) 2017. Operative report stated that there was a superficial and deep dehiscence and hematoma. Part and lot information were provided. There was no complainant information provided. This complaint was updated on: jun 09, 2017.